Manufacturer narrative:
(B)(2). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported that the insulin pump shut off during the night before the call. Customer reported replacing the battery, but the act and escape buttons were unresponsive. Customer did not recall any significant events leading up to this issue. Blood glucose level was 512 mg/dl at the time of the call. No further information was provided.